Event description:
Customer reported a cartridge alarm with consecutive cartridges. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Cts resolved the issue by sending a replacement pump with updated software, and the customer was advised on the necessary steps for using the new pump and returning the problematic one.